Event description:
During an interventional procedure, the pt was given 7000 units of heparin and the physician attempted to use a perclose closure device to seal the puncture site. However, the perclose closure was unsuccessful, so an angio-seal device was deployed. The angio-seal device was deployed per protocol, but a hematoma developed almost immediately after deployment. Manual pressure and some expressing of the hematoma was performed. The pt lost approximately 1 unit of blood in the groin area, became nauseous, and experienced a drop in blood pressure. Atropine was given to increase the blood pressure. A femostop was applied over the puncture site with the angio-seal device's spring still in place. Subsequently, the pt was taken to surgery for repair of a torn femoral artery which was located below the bifurcation. The angio-seal device was not removed. Staff members have indicated that it appears that the artery was damaged during the attempted deployment of the perclose closure device as the physician was quite aggressive during the deployment. It should be noted that the user is in the process of becoming certified with the 6f angio-seal device.